Event description:
This report is to advise of an event observed during device analysis revealing exposed and frayed wires of the power supply cable. The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed the power supply cable was frayed and wires were exposed. Due to exposed wiring of the power supply, the patient electronic system was uncappable of powering on. In result, a golden power supply was used to replace the damaged cable and then was able to power on. All returned power accessories except the defected cable were used for further testing and evaluation without any power malfunctions and/or any additional complications.